Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.

Event description:
The customer reported via phone call that the insulin pump was not working currently, the screen was flashing white with notification light beeping. The customer's blood glucose was 141 mg/dl. There was crack on the insulin pump screen. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.